Event description:
The reporting person said: dehiscence in the staple line. In the second post-op with fecal peritonitis and need for reoperation with making ileostomy. Fistula with sepsis; prolonged hospitalization in 10 days; antibiotic therapy. Patient alive.